Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as MFR report #: 6000089-2007-01104, -01105, -01107.clinical registry. It was reported that 291 days following a coronary artery drug eluting stenting procedure, the patient developed in-stent restenosis. The index procedure identified six lesions and treated four lesions. Target lesion one of the proximal to mid rca (right coronary artery) was treated with predilation and placement of three overlapping taxus express2 drug eluting stents. Target lesion two was a total occlusion of the distal circumflex (cx), which was not treated. Target lesion three was a type b bifurcation of the proximal cx, distal cx, and om (obtuse marginal) which was treated using a trousers technique with predilation, placement of four taxus express2 drug eluting stents (3.0x12mm, 2.75x32mm, 2.25x24mm, and 2.25x12mm), and post dilation with a kissing balloon. Target lesion four was in the om and was not treated. Target lesion five was in the proximal lad (left anterior descending) and was treated with predilation, two overlapping taxus express2 drug eluting stents, and post dilation. Target lesion six was a total occlusion of the bifurcated mid lad which was treated with predilation and t-stenting using two taxus express2 drug eluting stents. The patient was discharged home on the same day on asa and plavix. The patient returned 291 days post procedure with in-stent restenosis of the om stents. The in-stent restenosis was not treated. It was reported that the patient had no complaints and was not hospitalized as a result of this event.